Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2013. (B)(4) 2013: additional information: patient 2 (ID (B)(6)): the advia centaur xp hcv (B)(6) result was reported to the doctor. Since the patient stated that he had (B)(6), the patient sample was tested on an alternate method and the result was (B)(6). The viral load results were (B)(6). A siemens field service engineer (fse) was sent to the customer site. The fse performed preventive maintenance , checked the sample probe calibration, and decontaminated the system.

Event description:
(B)(6) advia centaur xp hcv results were obtained on two patient samples. The two samples were previously tested for viral load and the results were (B)(6) for (B)(6). Repeat testing was performed on the advia centaur xp hcv assay and the results were (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. The quality control and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions." "The advia centaur hcv assay is limited to the detection of igg antibodies to (B)(6) in human serum or plasma (edta, lithium or sodium heparinized plasma)."